Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When putting things on the floor, the head and x3 liner were dislocated and the head and x3 liner was changed to new devices on (B)(6) 2018. Clinician review (B)(6) 2018: cup malposition in absent anteversion has caused a dislocation in the arthroplasty with the intraprosthetic type of dislocation associated with the presence of a adm bearing construct requiring open reduction and revision surgery.{...}

Event description:
When putting things on the floor, the head and x3 liner were dislocated and the head and x3 liner was changed to new devices on (B)(6) 2027. Clinician review (B)(6) 2018: cup malposition in absent anteversion has caused a dislocation in the arthroplasty with the intraprosthetic type of dislocation associated with the presence of a adm bearing construct requiring open reduction and revision surgery.{...}

Manufacturer narrative:
Additional information: d10 returned to manufacturer on an event regarding dislocation involving an adm liner was reported. The event was confirmed through review of the provided x-rays by a clinical consultant. Method & results: -device evaluation and results: visual inspection: the returned part was visually inspected by support staff. Some external damage was observed on the outside diameter of the part. Some slight damage was also observed on the chamfer of the b diameter which is linked with the inner sphere position. This damage is consistent with a head dislocating from the x3 liner. Dimensional inspection: the returned part was re-inspected as per igs-0029575, ver.5the part was found to be failing for "true position inner sphere" by 0.0025mm above its maximum tolerance. A review of the original DHR confirmed that the "true position inner sphere" dimension of the returned device was inspected at the time of manufacture and was within limits. The true position inner sphere dimension is checked on the first and last part of each batch of parts and is measured on a coordinate measuring machine (cmm). The b diameter is checked 100% and was found to be within specification at the time of manufacture. This ensures that the fit between the ceramic head and the x3 liner is good. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Material analysis: not performed as this event does not relate to material integrity. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: cup malposition in absent anteversion has caused a dislocation in the arthroplasty with the intraprosthetic type of dislocation associated with the presence of a adm bearing construct requiring open reduction and revision surgery. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that dislocation was caused by cup malposition in absent anteversion has caused a dislocation in the arthroplasty with the intraprosthetic type of dislocation associated with the presence of a adm bearing construct requiring open reduction and revision surgery. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.